Event description:
The electrode migrated on the left side.a reinsertion surgery will be performed on (B)(6).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.